Event description:
In 2008, the lay-user/patient contacted lifescan alleging that she was unable to code a one touch ultra 2 meter. The patient tests her blood glucose 4 or more times a day. She takes humalog insulin via an insulin pump. The patient indicated that the alleged meter issue started on the same day, around noon. As a result of the reported issue, the patient administered self-care by taking her usual dose of diabetes medication. The patient took an unspecified dose of humalog insulin via her insulin pump. At an unspecified time later that same day, the patient developed symptoms of frequent urination, a dry mouth, and thirstiness. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the details of her insulin regimen, what time the symptoms developed, how long she had the meter for, and what her last successful blood glucose reading was before the issue began. In addition, it would have been helpful to know when her last test was taken and what actions she took in response to developing the symptoms. The reported issue was resolved with troubleshooting. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.